Manufacturer narrative:
One used sample was returned for evaluation. The device was visually inspected and no abnormalities or defects were found. The white plunger was in placed and actuated with pushed down. The balloon cuff bonding areas appeared to have a secure bonding. The balloon cuff was fully inflated with air and no leakages were observed. The sample was submerged into a container of water, and no leakage was observed from the inflation line, balloon, or pilot balloon. The complaint could not be confirmed as reported. No root cause could be identified. All information reasonably known as of 25 sep 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
It was reported that the cuff pressure dropped over time. The cuff required re-inflation several times each shift. The hospital is using new ventilator machines that alarm when an air leak is detected. Per additional information received (B)(6) 2018, the nurse reports the risk of injury to patients is low, as the ventilator alarm ensures that the nurses know when to re-inflate the cuff.